Event description:
Hcp reported that the pt had an "abdominal abscess". The device was explanted and returned to the MFR for analysis. A follow up report will be sent when additional info is received.